Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ot staff/surgeon found some part of the hp mbt cemented punch to be broken after impacting the same while preparing the mbt tibial tray.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: the device associated with this report was not returned. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Possibly related (B)(4) were previously initiated to address the tab feature. The design of the mbt keel punch was reviewed (CAPA-(B)(4)) and a design change was made. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.